Event description:
Complainant alleged that during biomed testing the device's display was not available upon power up. Complainant indicated that there was no pt involvement in the reported malfunction.